Event description:
The physician navigated a neuron 070 via the right arm into the mid portion of the right vertebral artery for a stent/coil case. The physician was utilizing dual micro catheters in order to jail his micro catheter in place with the stent in order to successfully coil the aneurysm. The initial stent deployment and coil procedure went well. After the physician removed both micro catheters, he reentered the neuron with a single micro catheter, he encountered some resistance inside the guide, but was able to safely navigate the micro catheter to complete the case. When the physician removed the neuron and inspected the catheter, he observed a slight deformity near the distal tip of the neuron.

Manufacturer narrative:
Technical evaluation: there is a crimped spot 2.0 cm from the distal tip that appears consistent with a forceps tip. There is a slight ovalization between 5.3 and 5.8 cm from the tip and a twisting flat spot consistent with handling damage between 11.0 and 12.0 cm from the tip. Mandrels of various sizes were threaded into the catheter. The 0.015" and 0.026" mandrels passed without resistance. A 0.041" mandrel encountered minor resistance passing the 2.0 cm crimped spot. The incident was confirmed as reported. It is unclear from the incident description which distal deformation was noted post-surgically. As per FDA guidance on (B)(4) 2009, catheter kinks are reportable incidents.